Event description:
On (B)(6) 2009, pt reported on (B)(6) 2009, he was playing a hockey game. He stated he got home and tested his readings as normal and when he went to bolus, he noticed that the screen was blank. Pt reported he also noticed a crack in the casing so he thinks that his infusion device was probably hit during the hockey game. He stated he removed the battery and inserted the same battery again and the infusion device an e7 (electronic error). He stated he then switched to his backup infusion device which he is wearing currently. Asked him to install a new aa alkaline battery. He stated he installed an aa alkaline batter and the infusion device immediately started alarming with another e7 (electronic error). No physiological effects were reported. The pt did not require medical assistance from a health care professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.